Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report skin irritation. The irritation began shortly after sensor insertion, on day 1. He reports itchiness at the site where adhesive is in contact with his skin. Pt removed the sensor after one day of use. A physician recommended that her use a barrier underneath his sensor, and a silicone battier spray. At the time of the call to technical support, pt reports that the issue has been resolved with the use of these products.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time.